Event description:
The company was informed that the patient had pe tubes removed during the implant surgery. Due to the pe tubes removal, three days after the initial surgery, the patient reportedly had bloody otorrhea. The patient was seen by the doctor in 2005, and the patient was diagnosed with right postoperative hematoma. On the same day, the patient was hospitalized to incise and drain the hematoma.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. In 2005, the patient was seen by the doctor and the patient's mother reported that the patient has no complaints, and is doing well with no fevers. The patient's device remained implanted. This is the final report.